Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: opening crack, white particles inside the device, crease flat. Leak test was performed and found opening on opening crack on diaphragm valve. A microscopic analysis was performed which identified opening crack in the diaphragm valve. Based on the device analysis the final assessment is: a crack opening on diaphragm valve due to cracked valve seat diaphragm valve. Delamination not observed during the analysis. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "implant exchange".

Event description:
Healthcare professional reported right side implant exchange. Additionally, healthcare professional reported delamination. Device has been explanted and replaced.

Event description:
Additionally, healthcare professional reports "right leak; leak at valve."